Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted , the insertion site was noted as distorted and possibly torn anatomy. The artery measured 9mm and the depth measurement was 2 +1. The artery anatomy was described as tortuous bilaterally in the iliac with minimal lateral wall calcification. A manta 18f closure device was deployed on the right side, and a 14f manta was then deployed on the left side (MDR 3010252479-2020-00123). The 18f manta closure device deployment was successful, and hemostasis was achieved. The IFU was reviewed and confirmed to list warnings: do not use if there is marked tortuosity of the femoral or iliac artery. The safety and effectiveness of the manta device have not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: we were asked to close the arteriotomy for an evar case where they used a 'new to the market' product. This device is 15.5 ID and 18fr od for the main body and 14od for the limb. This particular patient's anatomy was tortuous bilaterally in the iliac' s but access was good at 8mm and 9mm respectively with minimal lateral wall calcification. Upon access we had the md do an angio that showed great access positioning for manta placement. So immediately upon attempt to place the main body device they encountered a 'hard stop' with device insertion when the tip was at the level of the aortic bifurcation. Access into the vessel itself at the arteriotomy was normal and smooth. They tried again and again without success pushing quite hard to advance the sheath. Each time they were stopped at the downward turn area of the iliac. They removed the device and placed an 18fr dilator which advanced okay. They then tried the device again without success. They removed the device and placed a 16fr. Sheath with success and then placed an 8mm angioplasty balloon to open this area within the iliac, which looked good during use. They tried the device again, but it still would not advance through this turn. They now placed an 18fr. (20 od) sheath and tried to place the device through this sheath. This was unsuccessful as well. After multiple attempts they decided to try the main body on the left. It was immediately met with the same hard stop. They again tried using smaller sheaths, which advanced successfully, and using a balloon to dilate. They again tried the device without success. They also went through two or three wires which were bent from the force being placed on the device and anatomy. After a couple hours of this, the physician was done with this approach and decided to take the patient to the main or for an open aaa repair. Physician still wanted to use manta to close. Physician was told at this point that we felt there would be a high risk for dissections and/or other arteriotomy issue that may not allow manta to work. Physician elected to go ahead and use manta. Physician was going to have to cut down anyway, so even if manta did not close it was worth trying. Physician then deployed both manta's with technical success and did have hemostasis (initially) however, the patient slowly developed a hematoma on the left. Pressure was held and the patient was taken to the or. B/p was around 100 and the act was 213. We used an 18 manta on the right and a 14 on the left. Both deployed successfully. Again, manta did its job perfectly I felt we were just left with distorted and probably torn anatomy at the insertion site. Associated to MDR 3010252479-2020-00123, manta.